Manufacturer narrative:
The probable root cause of customer reported bipolar issue attributed to faulty component in the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, a staff member reported that bipolar was not working. She attempted using an additional energy cord and instrument, tested both the top and bottom bipolar ports, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested further troubleshooting steps, but she elected not to continue with additional troubleshooting. The procedure was completed as planned with no report of patient injury. At this time, it is unknown whether the procedure was completed using the original configuration. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: another generator was used to continue the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The integrated electrosurgical unit (iesu) has been returned and evaluated by the failure analysis (fa) team due to the reported issue. No error codes were specified, and the event could not be confirmed or replicated. Testing found all functions normal, and visual inspection revealed no issues. The root cause could not be determined.